Event description:
The generator and lead were received for analysis. Analysis of the generator was completed on 06/22/2016. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 06/23/2016. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection following generator re-implant after the previous generator was explanted due to an infection (MFR. Report # 1644487-2016-00270). The infection was present at the chest incision. The patient underwent generator and lead explant. Review of device manufacturing records for both the generator and lead confirmed sterilization of the devices prior to distribution.